Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous glucose (glu) results generated by the synchron lxi 725 clinical system. A glucose (glu) result of 86 mg/dl was obtained. Upon automatic critical rerun, a result of 202 mg/dl was generated. The sample was repeated on a different instrument, with results of 200 mg/dl and 205 mg/dl. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. A field service engineer (fse) was on-site and verified that all covers were properly in place and verified the glu module was functioning properly. A clear root cause for this event has not been determined to date.